Manufacturer narrative:
Device evaluation: lens was returned in a specimen cup and in liquid. Visual inspection found the optic torn with the torn piece missing and there was debris on the lens. Claim# : (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +9.0/+1.5/102 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.